Event description:
It was reported that there was high impedance on the right ventricle (rv) lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance. One - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011 02:15:02. Weekly hv-lead impedance trend data shows an abrupt increase for min and max defib and min and max svc defib impedance =58 to inf (un-filtered data) ohms peak between (B)(6) 2011 and (B)(6) 2012. Sensing - oversensing 2 - ventricular nst=205 ms on (B)(6) 2012 at 12:49:27 and 12:52:10.